Manufacturer narrative:
Arctic sun stat the device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 6c, flow rate (fr) was 2.6l/m. Went to event log and found 116 (patient temperature 1 change not detected) and 112 (confirm return to cooling phase). They did press the start under cooling but shortly after pressed start under rewarm. Went to rewarm adjust and rewarm from was set to 33. Had set rewarm from to current patient temperature (pt). Informed inquirer to call back with any questions or if patient temperature (pt) did not increase. Called rn back in an hour to confirm patient was closer to targeted temperature (tt). Rn stated the water temperature (wt) had increased to 26c. However, device also alerted 50 (pt erratic). They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. Unknown arctic sun® temperature management system, temperature cable the device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn has patient on therapy and has been on normothermia since midnight in an arctic sun device. Patient has remained at targeted temperature (tt), but the last two hours water temperature (wt) has dropped along with patient temperature (pt). Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 6c, flow rate (fr) was 2.6l/m. Went to event log and found 116 (patient temperature 1 change not detected) and 112 (confirm return to cooling phase). They did press the start under cooling but shortly after pressed start under rewarm. Went to rewarm adjust and rewarm from was set to 33. Had set rewarm from to current patient temperature (pt). Informed inquirer to call back with any questions or if patient temperature (pt) did not increase. Called rn back in an hour to confirm patient was closer to targeted temperature (tt). Rn stated the water temperature (wt) had increased to 26c. However, device also alerted 50 (pt erratic) and noticed a puddle of water under the machine. They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn has patient on therapy and has been on normothermia since midnight in an arctic sun device. Patient has remained at targeted temperature (tt), but the last two hours water temperature (wt) has dropped along with patient temperature (pt). Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 6c, flow rate (fr) was 2.6l/m. Went to event log and found 116 (patient temperature 1 change not detected) and 112 (confirm return to cooling phase). They did press the start under cooling but shortly after pressed start under rewarm. Went to rewarm adjust and rewarm from was set to 33. Had set rewarm from to current patient temperature (pt). Informed inquirer to call back with any questions or if patient temperature (pt) did not increase. Called rn back in an hour to confirm patient was closer to targeted temperature (tt). Rn stated the water temperature (wt) had increased to 26c. However, device also alerted 50 (pt erratic) and noticed a puddle of water under the machine. They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot/serial number is unknown. Correction: e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the rn has patient on therapy and has been on normothermia since midnight in an arctic sun device. Patient has remained at targeted temperature (tt), but the last two hours water temperature (wt) has dropped along with patient temperature (pt). Patient temperature (pt) was 36c, targeted temperature (tt) was 37c, water temperature (wt) was 6c, flow rate (fr) was 2.6 l/m. Went to event log and found 116 (patient temperature 1 change not detected) and 112 (confirm return to cooling phase). They did press the start under cooling but shortly after pressed start under rewarm. Went to rewarm adjust and rewarm from was set to 33. Had set rewarm from to current patient temperature (pt). Informed inquirer to call back with any questions or if patient temperature (pt) did not increase. Called rn back in an hour to confirm patient was closer to targeted temperature (tt). Rn stated the water temperature (wt) had increased to 26c. However, device also alerted 50 (pt erratic) and noticed a puddle of water under the machine. They decided to remove patient from therapy and use bair huggers. They sent device to biomed. Suggested to call back with the alarms as could troubleshoot while on the patient.